Event description:
It was reported by service report that the bed's side rail is unable to be locked in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other - timing link too tight.